Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with pocket stimulation. Device interrogation revealed that the right ventricular lead noise and a significant drop in impedance. The physician believed myopotential oversensing was causing the noise. Also, an insulation anomaly was suspected. On (B)(6) 2018 the patient had the lead explanted and replaced. The new lead had adequate measurements post procedure and the patient was discharged. On (B)(6) 2018, the patient presented for a post procedure follow-up. Interrogation of the implantable cardioverter defibrillator revealed that pacing impedance had returned to a low range and the patient had pocket stimulation. The physician ruled out the rv lead as the source of current leakage and oversensing. A damaged seal plug in the header was suspected. The device was explanted and replaced. Patient was stable post procedure.

Manufacturer narrative:
The reported event of impedance anomaly was not confirmed in the lab. The device was tested on the bench and no anomalies were found.